Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's drain volume was 4373ml. The fill volume was 2500ml. This information iipv criteria. No patient injury or medical intervention was reported. No further information is available. Product surveillance notified the nurse of the event.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The cause of the increased intra-peritoneal volume (iipv) identified in the device a log was; insufficient drain-initial drain alarm setting inappropriately programmed. The label review found the labeling adequate for the use error in this complaint. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).